Manufacturer narrative:
Unit passed all functional tests including displacement, and self test. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had hardware low level failure alarm during self test and was damaged. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm. They stated that the battery compartment was cracked. The customer reported that the reservoir compartment was not damaged. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.